Event description:
Emergent gastrointestinal bleed. Used microvasive gold probe 10fr to inject and cauterize. Injection worked. Unit would not pass current. Checked connections. Then went to regular bicap probe and noted that the tip of gold probe had come off and was retained in pt's stomach. Cauterization was achieved with regular bicap. No injury to pt. Tip will pass with stool.